Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on proper button-pressing technique, confirmed replacement of the pump due to the issue, and ensured the caller would continue using their current pump as backup therapy. Customer was advised to deplete the battery and return the faulty pump within 10 days to avoid charges and to program settings into the replacement pump when received.